Event description:
It was reported that the patient presented to hospital for follow up. It was noted that the right ventricular (rv) lead exhibited failure to capture based on the pacing information noted on the electrocardiogram during hospitalization. The physician suspected dislodgement of the lead. During the reoperation procedure, it was noted that the helix was failed to retract. The physician confirmed the helix issue by checking the operation of the helix outside the body and the helix issue was reproduced. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 and b6 section.

Event description:
It was reported that the patient presented to hospital for follow up. It was noted that the right ventricular (rv) lead exhibited failure to capture based on the pacing information noted on the electrocardiogram during hospitalization. The physician suspected dislodgement of the lead. During the reoperation procedure, it was noted that the helix was failed to retract. The physician confirmed the helix issue by checking the operation of the helix outside the body and the helix issue was reproduced. The dislodgement was confirmed through fluoroscopic imaging during reoperation. The rv lead was explanted and replaced. The patient was in stable condition.